Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The infusion device was displaying e4 occlusion. The blood glucose level was 354 mg/dl on an unknown device at the time of the event. At the hospital, the patient was treated with insulin. The patient was given nph injections of 15 units, three times per day. The patient was hospitalized for 3 days. Return of the suspect device was requested for evaluation.